Event description:
During cerebral angiogram/embolization procedure, catheter broke off ("snapped") on withdrawal from fistula in arteriovenous malformation. Fragment lodged in right posterior cranial artery and required craniotomy for removal of retained catheter and evacuation of hematoma.